Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #21 (class ii-iii bone) on 3/26/97 during a routine procedure. The clinician reports that the reason for implant failure is due to the fact that the implant never integrated. At the time of abutment placement, the implant moved and never regained tightness. The implant was removed on 8/13/97.